Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes there was tube push off seen with 10 tubes, and clotting in the tube was seen in another 10 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes there was tube push off seen with 10 tubes, and clotting in the tube was seen in another 10 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no issues were identified. Furthermore, a functional test was performed on 10 retained samples, and all tubes were within specification limits with no tube push off observed. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: clotting and tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.